Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.7-15.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(4). (B)(6).